Event description:
It was reported to philips by a customer that the unit has a poor touch screen. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer confirmed the fault is a screen malfunction. The customer repaired the unit and returned it to service. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.